Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-11049- device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 7 infusion set's leakage event since (B)(6) 2024. The infusion set was in use for 1 day. The leak was at site. No further information available.